Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and confirmed that the event energy high issue occurred before laser ablation and the reported event was not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury.

Manufacturer narrative:
Additional information provided b.2.,b.5., and h.11. Based on the information received after the submission of the initial report, it is confirmed that a system energy high issue occurred before laser ablation with no harm caused to a patient. The event of energy high before laser ablation is not considered a reportable malfunction, and it is unlikely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num 3003288808-2024-00334. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system energy was too high and locks up in the unknown eye of a patient, during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).